Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings related to the reported incident. There was no device malfunction reported and the device was operating as intended. The surgical video was reviewed by medical safety physicians and the following analysis was provided: the presence of gas in the vitreous from the patient's prior retinal surgery placed pressure on the peripheral posterior lens capsule. This contributed to the unusual movement of the retrolenticular gas from the laser exiting at the site of injection of bss (hydrodissection) leading to the anterior capsule tear. Based on this information, the most likely root cause of the anterior capsule tear is related to the patient's prior retinal surgery, however, the intracapsular gas from the laser procedure cannot be ruled out as a potential contributing factor. (B)(4).

Event description:
A company representative was onsite observing surgery and reported an anterior capsule tear that occurred during hydrodissection. The patient had prior retinal surgery (gas/retinopexy for retinal detachment) in the operative eye in (B)(6) 2011. The laser procedure was uneventful and the patient was moved to the operating room. There were no issues with the capsulotomy, however, the first attempt at lens dissection brought forward a posterior gas bubble that appeared to tear the anterior capsule as it moved into the anterior chamber during hydrodissection. The lens and cortex were removed uneventfully and the tear was limited and did not extend to the posterior capsule. The planned iol was not implanted and a one-piece acrylic lens was implanted successfully in the capsular bag. During cortex removal, 4 large bubbles appeared in the anterior vitreous. The bubbles are of unknown etiology (most likely related to retinal surgery). A surgical video was provided for review.